Manufacturer narrative:
Correction - h6 - medical device problem code should have been use of device problem rather than premature discharge of battery.

Manufacturer narrative:
The reported complaints of low battery voltage at implant and at predischarge and invalid implant date were confirmed. The low battery voltage estimate likely resulted from the measurement being taken immediately after the reset due to cardioversion during the implant. The subsequent ambulatory measurement of the battery voltage returned to the normal range. The implant date was cleared after reset recovery and was restored via etp.

Event description:
Related manufacturing reference number: (B)(4). It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the patient experienced atrial fibrillation and was cardioverted twice to resolve the arrhythmia. There was no allegation that the device triggered the cardioversion decision. It was then noted that the atrial lp exhibited an inappropriate reset after pairing the two lps. No additional intervention was necessary. The next day, it was noted that the atrial lp had no implant date, the battery was low and there were no longevity estimates. After entering the implant date, the battery level remained the same. On 24 jul 2024, it was noted that the battery voltage had increased. No additional intervention was performed. The patient was stable.